Event description:
Received christiansen bilateral total joint replacements. A few doctors have the expertise and it is a high risk situation for me. I am currently in a pickle, the bone around my prosthetics has deteriorated to the point where my jaw is practically falling off my face, the prosthetics are locking, clicking, popping, and there is much inflammation and pain in the surrounding tissue. The muscle has atrophied, I can see the prosthetics sticking out through my skin. My oral surgeon refuses to see me, and the tmj specialist is referring me back to my health insurance carrier. He says there is not a surgeon in texas who would be up to task for the type of surgery I would require.